Event description:
The company representative on behalf of the customer reported to olympus that the three-dimensional (3d) adjustment of the endoeye flex 3d deflectable videoscope could not be performed. The device was returned to olympus for evaluation. During the device evaluation, the following reportable malfunction was found: adhesive around the objective lens peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable malfunction, the following were noted: the bending section cover had a scratch; adhesive on the bending section cover had a chip; the angulation lever, video connector case, and video connector were deformed; due to wear of the angle wire, the bending angle in up direction did not meet the standard value; the protector of universal cord on the control section side had a scratch; due to damage on the control section, the angulation lever did not move smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens." Olympus will continue to monitor field performance for this device.